Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed cut silastic overmold on the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has been resolved. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date.